Event description:
It was reported that customer is experiencing low blood glucose levels. Customer stated that paramedic/ambulance was called for ow blood glucose. Customer was not admitted as an inpatient for medical treatment. Customer's blood glucose reading was 23 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.